Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (non-functional ecgs) has been confirmed. Upon investigation, the electrode belt failed an ECG fall-off test. The cause for the failure was isolated to the orange (lead 2-), white (lead 1-), and blue (+5v) wires were broken at the connection with the distribution node. The root cause for the open connections was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt (B)(4) and reported that the electrode belt had non-functional ecgs.